Manufacturer narrative:
(B)(4).

Event description:
The central line uncoiled/unraveled during insertion and the tip was nearly lost inside the patient. No adverse event for this patient reported.

Event description:
The customer reports: the central line uncoiled/unraveled during insertion and the tip was nearly lost inside the patient. No adverse event for this patient reported.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). The customer returned a single guide wire for evaluation. The catheter was not returned. The guide wire was unraveled and showed evidence of use. Visual examination revealed the guide wire is unraveled from the proximal weld and has a single kink towards the distal end of guide wire body. The distal j-bend core wire is intact. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the proximal weld and that the weld was present at the end of the coil wire. The exposed broken proximal core wire tip is pinched, at the point of separation. Both welds appeared full and spherical. The kink in the guide wire body was measured at 262 mm from the distal tip. The broken core wire measured 604 mm in length which is within the specification of 596-604 mm per product drawing; therefore no pieces of the core wire appear to be missing. The outside diameter of the guide wire was also within specification. The undamaged distal end of the guide wire was able to advance through a lab inventory 18ga introducer needle and arrow raulerson syringe with minimal resistance. The distal end could not be tested due to the damage. A manual tug test confirmed that the distal weld was intact. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring wire guide breakage. If resistance is encountered , withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire was damaged was confirmed through examination of the returned sample. The guide wire was unraveled and the core wire was broken adjacent to the proximal weld. Dimensional inspection did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: the central line uncoiled/unraveled during insertion and the tip was nearly lost inside the patient. No adverse event for this patient reported.